Event description:
It was reported that the patient underwent a revision procedure 18 years and 6 months post implantation due to loss of consortium, metal ion disease, and other effects as a result of the metal toxicity in his body. Further, the patient experienced an elevation of his chromium and cobalt levels, chronic inflammation, adverse local tissue reaction, and systemic problems due to metal toxicity. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 157446 item name m2a-magnum mod hd sz 46mm lot # 068940. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d10 157446 item name m2a-magnum mod hd sz 46mm lot # 068940. 139258 item name m2a-magnum 42-50m tpr insrt +3 0/+3mmt1 lot # 684850. 11-104108 item name mlry-hd por fmrl 8x145mm lot # 199130. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. Unable to confirm complaint. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no further information available at the time of this report.